Manufacturer narrative:
Additional information: d10, g4, h3, h6. H3 evaluation summary: post market vigilance (pmv) led an evaluation of two photos and three devices. The visual inspection of the staple guides noted the presence of two full complement of staples and one instrument was fully applied. Two anvils of two instruments were observed to be not tilted and separated from the instruments. The anvil of the fully applied instrument was observed to be tilted, separated from the instrument, and a cross cutting staple was also observed in the cutting ring. However, one of the retainer legs of each of the two anvils that were not tilted were observed to be bent and the fully applied instrument had nicks on the knife blade. Functionally, the anvil with no retainer leg damage was used for all firings due to the observed retainer leg damage of two clinical anvils. The devices were applied over the appropriate test media producing acceptable results. The knives cut the test media cleanly and completely, despite the noted knife blade damage, and the two staple lines were properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Rep lication of the observed anvil damages may occur if the anvils are manipulated with excessive force during the attachment to the instrument, or if the anvils are mishandled during the removal of fitting accessories. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing end to end anastomosis during a laparoscopic ultra-low anterior resection, it was stated that the anvil titled after firing but anvil could not mate with fully extended trocar. It was also stated that the anvil was bent. The surgeon changed anvil three times. The first two anvil was mated with trocar laparoscopically. As they did not feel or heard the click each time, the surgeon tried to use some force to push the anvil to try and mate it to the trocar. The legs of the anvil bent as a result. On the third try with the third new anvil, the surgeon decided to mate it through a wound protector instead of laparoscopically and the anvil mated to the trocar successfully in one try. The event resulted to surgical time extension to 30 minutes or more since the surgeon had to re-do the purse string three times.